Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 24 mmol/l (432 mg/dl) while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (abdomen), it was observed that the pod's cannula was dislodged. Information on treatment was not provided.